Event description:
Medical affairs was unable to get a hold of the patient and will be sending a letter to obtain more clinical information. Based on the information provided, company is reporting this case as a malfunction. Patient claims meter would not power on and had symptoms of feeling dizzy. Patient ate food and/or drank beverage. Md treated patient, and type of treatment is unknown. Customer service checked the batteries and meter they were correctly installed. Customer service was unable to resolve the issue and sent patient a replacement meter.